Event description:
A hospital in (B)(6) reported that the outlet port of an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the outlet port of an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to our regional office in the USA. Evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a trained fisher & paykel healthcare service engineer at our regional office in the USA. Results: the outlet port of the complaint neopuff device was found to be broken off. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the fascia and valve system was replaced and the complaint neopuff device passed all performance tests. The complaint neopuff device was then returned to the customer's facility.